Manufacturer narrative:
The photo provided could not confirm the stated failure. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery device broke while being used. No pieces fell into the wound. Surgery was concluded with a backup from smith and nephew and no delay.